Event description:
On (B)(6) 2014, an aortic valve replacement was performed and this 23mm trifecta valve was implanted for the surgical treatment of grade iii aortic regurgitation. Postoperatively, the patient had an episode of atrial fibrillation (af) and after medication was administered, returned to sinus rhythm. On (B)(6) 2016, an echocardiography was performed and a trivial aortic transvalvular leak was observed and grade ii to iii (mild to moderate) aortic regurgitation was diagnosed. The patient was monitored under administration of warfarin and discharged. Multiple follow-up echocardiograms were performed and the final one on (B)(6) 2017 revealed the patient's aortic regurgitation had worsened from moderate to severe. A pleural effusion was also observed. On (B)(6) 2017, the valve was explanted and a 23 mm carpentier-edwards perimount magna ease aortic heart valve was implanted. Upon explant of this valve, the cusp was torn away at the commissure between the ncc and left coronary cusp (lcc). The patient is reported to have recovered from the surgery and has been discharged.

Manufacturer narrative:
The results of this investigation concluded tearing was observed in leaflets 1 and 2. Circumferential fibrous pannus ingrowth was observed on the inflow side, limited to sewing cuff. No aortic tissue was identified at stent post 2. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the observed tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and this 23mm trifecta valve was implanted for the surgical treatment of grade iii aortic regurgitation. Postoperatively, the patient had an episode of atrial fibrillation (af) and after medication was administered, returned to sinus rhythm. On (B)(6) 2014, an echocardiography was performed and a trivial aortic transvalvular leak was observed. The patient was monitored under administration of warfarin and discharged. Multiple follow-up echocardiograms were performed and the final one on (B)(6) 2017 revealed the patient's aortic regurgitation had worsened from moderate to severe. A pleural effusion was also observed. On (B)(6) 2017, the valve was explanted and a 23 mm carpentier-edwards perimount magna ease aortic heart valve was implanted. Upon explant of this valve, the cusp was torn away at the commissure between the ncc and left coronary cusp (lcc). The patient is reported to have recovered from the surgery and has been discharged.